Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath which could have obstructed the device path during the procedure could not be made. Based on the information provided and without the return of the device and the procedural sheath for physical evaluation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, five shuttle advancement issue events were reported to have occurred in the same patient which suggests that other procedural devices (such as a damaged procedural sheath) may have obstructed the device path during the procedure and resulted the reported event. The review of the lhr (f1518707) indicated that the device lot met all established performance criteria prior to shipment. See medwatch form #s 3004939290-2015-00506, 3004939290-2015-00507, 3004939290-2015-00508 and 3004939290-2015-00509.

Event description:
The following information was reported: 5 devices failed to deploy in the same patient from the same lot number. Could not completely shuttle down. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the user did not shuttle down completely. There was significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic peripheral vessel size: 6 mm sheath size: 5f stick location: medium vessel location: peripheral.